Manufacturer narrative:
The agent reported: "patient fell and fractured the femur. Female 84." The previous surgery and the surgery detailed in this event occurred 12 years, 6 months, 28 days apart. Item number: 931-36-254. Item description: liner, acetabular, non-hooded, neutral, hxl/fmp, 3. Lot#: 692f1065. Part revision: b. Product type: hip. Manufacture date: 05-jun-2013. Expiration date: 28-may-2018. Root cause: the root cause of this complaint was a femoral fracture due to a patient's fall. There are multiple factors that may contribute to an event that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history record(s) shows that the reported component(s) used in the previous surgery met design and manufacturing requirements at the time of release for use. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.

Event description:
Revision surgery - due to fall lower body / fracture.